Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4)2013: this case concerns a patient who experienced trying to fold a balloon, pain with walking/can't walk while he hunts now/hurts to no end to walk, cannot exercise for the pain and muscle pain after receiving treatment with synvisc one for osteoarthritis. Although, the role of device cannot be ruled out based on temporal and anatomical proximity, however role of underlying osteoarthritis in causation cannot be ruled out.

Event description:
This unsolicited device case was rec'd from united states on (B)(6) 2013 from consumer. This case concerns a (B)(6) male patient who developed "pain with walking/can't walk while he hunts now/hurts to no end to walk", muscle pain, "felt like trying to fold a balloon", "cannot exercise for the pain", "pain actually got worse/pain only got worse in both knees" and "injection site to his left and right knee for the past 3 injections gets sore" after receiving synvisc-one injection. Patient's relevant medical history included heart stent placement (1999), osteoarthritis all over the body, alcohol abuse and smoking (for years). Past drugs included synvisc-one in both knees ((B)(6) 2013). No concomitant medications or concurrent condition was reported. On (B)(6) 2013, the patient rec'd treatment with synvisc-one injection, once (route, dose, batch/lot and expiration date unknown) in both knees for osteoarthritis. It was reported that it hurts every day and pain actually got worse in both knees (osteoarthritis aggravated). On an unknown date in 2013 (unknown latency), the patient had problematic motion of bending his knee like "trying to fold a balloon" and had pain with walking. It was reported that the patient could not exercise for the pain and walked only 23 minutes thrice weekly which hurts to end the walk. It was reported that the injection site of his left and right knee for the past three injections got sore. Corrective treatment: cortisone ((B)(6) 2013), diclofenac sodium (voltarin) and trolamine salicylate (aspercream) for all the events. Outcome: not recovered/ not resolved (for all the events). A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.